Manufacturer narrative:
(B)(4).

Event description:
Information was reported by the company representative via the healthcare professional (hcp regarding a patient receiving bupivacaine (20 mg/m at 7.5 mg/day) and fentanyl (1266.7 mcg/ml at 475 mcg/day) from the implanted pump. The indication for use was non-malignant pain and lumbar radiculopathy. It was reported that a pocket fill occurred on (B)(6) 2016 and the patient was unresponsive. The clinic checked the pump and it was off 5 mls. It was reported that interventions occurred the airway was placed, an IV was placed, and narcan was administered. On (B)(6) 2016, the hcp reported that 35 mls had been removed from the pump, 5 mls were filled into the pocket. The patient was in the hospital. It was unknown if there was currently drug in the pump. The patient experienced respiratory arrest. The patient had been on a narcan drip since (B)(6) 2015 and was now awake.